Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The part was not available. Sales began expediting a new carm. The system functions as intended.

Event description:
The customer reported that the kv is locked on 110 and all exposures are very over-exposed. Also there was no image on the system.